Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the event of bilateral exchange due to patient¿s concerns with the product plus right side rupture per MRI was reported. Patient also reported experiencing memory issues, hair loss, sleeping, anxiety headaches pain, and nausea, not device related. Device remains implanted. This record is for the right side.